Manufacturer narrative:
(B)(4).

Event description:
It was reported via social medica that a detached sensor wire occurred. It was reported that "so two weeks ago my sensor wasn't working almost immediately after insertion. I eventually took it off and noticed the wire had detached and stayed in my arm. After calling dexcom and my diabetes doctor, they told me I needed to go to a&e immediately. After 8 hours and lots of deliberation because it was really deep in, they finally cut it out." No further information and no patient information was available. It was unknown how the sensor wire was removed. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.